Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. Customer's blood glucose value was unknown at the time of the incident. The customer was not assisted with troubleshooting. Customer reports the notification light is not blinking. Customer states there is nothing nearby that beeps. The customer stated that the threading was stripping and kind of falling each time. The device will not be return for analysis.